Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 193mg/dl. The expected fasting blood glucose test result range is 70 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. On (B)(6) 2017, the customer ran a fasting back to back test and obtained 193mg/dl and 145mg/dl using the true metrix meter. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: the 142mg/dl, (B)(6) 2017, 12:50:00 pm, fasting: yes; 145mg/dl, (B)(6) 2017, 12:48:00 pm, fasting: yes; 145mg/dl, (B)(6) 2017, 12:47:00 pm, fasting: yes; 193mg/dl, (B)(6) 2017, 12:45:00 pm, fasting: yes; 121mg/dl, (B)(6) 2017, 09:00:00 am, fasting: yes. Customer called in and stated her meter is giving her erratic results that are high. Customer is storing strips incorrectly in medicine cabinet in bathroom in her trailer home.